Manufacturer narrative:
Per the user guide: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after there had been no interaction with the pump for an extended period of time; customer received an alarm. Contact could not confirm alarm number; however, it was suspected that an auto-off safety alarm occurred. Customer¿s blood glucose level was 176-177 mg/dl.